Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the header was visibly loose. The caller stated that excessive force was not used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found the header to be loose and one of the feedthru wires was broken. Additionally, the ma (medical adhesive) on the header was totally separated from the device, but completely intact on the header. Functional testing could not be performed due to the broken feedthru wire based on the information from explant, it was determined that the wire was intact and the device was functioning normally until the device was explanted. No other adverse events have been reported. This product issue will be updated if additional information is received.